Event description:
Reportedly, the instrument did not place properly formed staples on the tissue. A seamgaurd was also being used during the procedure. Therefore, the surgeon had to use another instrument to close the site and remove the unformed staples to complete the case. Procedure: roux-en-y. Pt status: no pt injury reported.